Event description:
My freestyle libre view 3 continuous glucose monitoring was giving significantly low readings verses my glucose monitor. When I call freestyle libre view 3 they could only tell me to wait 24 hours and just use my glucose monitor. This is not documented anywhere in the labeling or instructions. This presents an alpha risk as a patient could incorrectly administer medication due to a significantly, life threatening, low reading. What do the claims trace matrices, or labeling requirement of FDA say about this potentially dangerous lack of information?; this was not a scientifically controlled environment on two different manufacturing lots and using only 1 subject under test but it warrants reviewing abbott's manufacturing data verses their claims trace matrices and their labelling requirements.